Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported the cement set up while the implant was being inserted in the femoral canal. The surgeon could only place implant 2/3 of the way down. The surgeon was delayed and the case was aborted. Rep does not know specifically what date case occurred. The patient was transported to a different location in order to do revision implant surgery. Proximal femur was fractured. Surgeon stated cement was used per instructions and sat on back table approximately 5 minutes after mixing.